Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the catheter was difficult to flush, and some air ingress was present, but it was thought the device might still be usable and it was inserted into the patient. Image quality was poor, so a small amount of flushing was attempted inside the patient. Since flushing could not be performed, the device was removed. The procedure was completed with another of the same device. There were no patient complications.